Event description:
Received 400cc implants on (B)(6) 2010 mentor smooth rnd moderate plus profile gel, ref 350-4001bc, lot 4994436 (5976913), sn: (B)(4) by dr (B)(6). I was never given anything (booklet) or told anything that suggested that there could be any chance of the horrific side effects I would have after implant. My body and brain are dying. I feel like I want to die.